Event description:
The wheel of the walker broke and the end user fell. His wife fell as she was trying to catch him.

Manufacturer narrative:
The wife reported that the wheel of the walker broke and her husband fell. She attempted to catch him and fell on top of him. She was evaluated in the emergency room and told she had pulled the cartilage in her arm. No fractures resulted. No serious injury resulted for the end user and he did not seek medical attention. The sample was returned and evaluated. Its condition was worn and scratches were found throughout. The tires showed evidence of wear. It is not known if maintenance had been performed on the device. The device was assembled incorrectly as the extension legs were reversed with the wheels facing inwards. The glide caps and extension leg tips were completely work through. The left front wheel was found to be broken. No manufacturing defect was identified. We pulled another walker from inventory, tested it under normal usage and could not replicate the reported issue. We have no trend for this issue with this device. We have determined that the incorrect assembly of the device is most likely a contributing factor to the incident.